Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the left popliteal (l-2), two in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the left sfa (l-1) and one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the left popliteal (l-3). Approximately 12 months post index procedure the patient suffered restenosis of the left popliteal (l-2, l-3).the % stenosis was 90%. The patient was treated 3.5 months later with pta (non-mdt device). Investigator indicated that the reported event was possibly related to the study device and paclitaxel and not related to the study procedure. The event is resolved